Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button/keypad sticking.

Event description:
The customer reported via phone call that the act and esc button were sticking and hard to press. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.